Event description:
Information received indicates the valve remains implanted. The report shows the hcp questioned the color inside of the mosaic jar lid. It is unknown if the surgeon was informed of the packaging issue prior to implanting the device. The event report does not state when the lid discoloration was noted. The current patient status is unknown. The device remains implanted. Additional information has been requested.

Manufacturer narrative:
Analysis: the valve remains implanted. The valve jar and lid have not been received in manufacturing for inspection; product packaging return from the facility has been requested. Without return of the device packaging, our investigation is limited and no results can be provided. Review of the device history record shows the valve met all manufacturing specifications for product released to distribution. Additional event and patient information has been requested by medtronic. Conclusion: the valve remains implanted. An exact cause has not been determined for the reported packaging event.